Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. On (B)(6) 2020, the patient presented to the hospital with a fever and diarrhea. An transesophageal echo (tee) was performed and a paravalvular abscess (endocarditis) was noted. Antibiotic therapy was started and a blood culture was performed and staphylococuas aureus was reported. On (B)(6) 2020, the valve was explanted and replaced with a 21mm trifecta gt valve. The patient is still in the hospital and recovering.

Manufacturer narrative:
An event of a paravalvular abscess, with a blood culture indicating staphylococcus aureus was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. On (B)(6) 2020, the patient presented to the hospital with a fever and diarrhea. An transesophageal echo (tee) was performed and a staphylococcus aureus was noted. Antibiotic therapy was started and a blood culture was performed. On (B)(6) 2020, the valve was explanted and replaced with a 21mm trifecta gt valve. The patient is still in the hospital and recovering.